Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v556394, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3093-28, lot# v556394, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a fall and their leads and implantable neurostimulator (ins) were both replaced due to not working. The patient fell in (B)(6) 2013 and shortly thereafter nothing was working and they went in and tested everything and nothing was working. It was noted that the fall cut all the wires and the patient had an infected bladder. The patient¿s health care provider (hcp) put a new battery in and put in new leads too. It was reported that after the new lead and ins were put in the patient was given a new programmer and the technician gave them the box that went with it and the patient was supposed to go a week later to get it programmed.